Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and electric shocks. Additionally, undersensing of atrial fibrillation (af) was observed. Boston scientific technical services (ts) recommended further evaluation and reprogramming on the right atrial (ra) lead. No adverse patient effects were reported. At this time, this device system remains in service.